Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s power cord. No harm or injury reported. The customer field agent noticed the ac power indicator did not light up when the power cord was plugged directly into the wall. The power cable was replaced to address the malfunction.